Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. Per the expanded evaluation report, there was discoloration present on the male foot motor connector and strain relief and on the pendant wiring that was in close proximity to the control box. The "head up", "head down", "bed up", and "bed down" functions on the control pendant were operated with no smoke or sparks present. However, when the "foot up" function was operated, it was observed that there was smoke emitting near the foot motor connector while the pendant button was pressed. The smoke stopped when the pendant button was released. When the "foot down" function was operated, it was observed that there was a spark near the foot motor connector while the pendant button was pressed. The spark stopped when the pendant button was released. The control box was removed, and discoloration was observed on the foot motor connector and on the edge of the pcb near the foot motor connector. The control box was remounted to the foot section, with the motors disconnected. When the "foot down" function was operated, there was a spark near the foot motor connector which ignited for several seconds followed by smoke, while the pendant button was depressed. The smoke and spark stopped when the pendant button was released. There was additional discoloration to the foot motor connector on the control box and to the pendant wire, due to being in close proximity to the control box. The foot, bed, and head motors were connected to a test control box, and each of the three motors were able to operate in both "up" and "down" directions without any complications. Therefore, the underlying cause of the smoke/sparks at the foot motor connector near capacitors c1 and c2 of the pcb was due to a malfunction with the control box. Invacare is in the process of investigating the root cause of the malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the consumer was moving the foot section when the unit caught fire.